Event description:
It was reported that patient had right hip poly exchange due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 47532401. Size 8 accolade ii 127 deg; cat# 6721-0837; lot# 46887601. Primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mnd6th; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# mnjjw2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient had right hip poly exchange due to infection.